Event description:
Customer reportedly received result of 17.0 mmol/l on the advantage system and 7.2 mmol/l on professional device within 10 minutes. No actions taken based on device results. No adverse event related to the device was reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Caller states patient received result of 3.8 mmol/l on the aviva system and 1.8 mmol/l on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.